Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited far r oversensing. The device was reprogrammed on (B)(6) 2019. The patient was stable.